Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- volista access. Photographic evidence was showing one missing screw on the spring arm. There was no injury reported however decided to report the issue in the abundance of caution as any part falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the lack of one of the screws being in place could be treated as technical deficiency. The device that is a subject of this investigation contributed to the event. There is no information that at the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that the occurrence rate for this issue is low. The investigation was performed by the subject matter expert from the manufacturing site. One fixation screw (out of two) on a ac 2000 sf spring arm is missing. The reason of this screw missing remains unknown but it can be assumed that it occurred during installation or a repair. In all getinge installation or repair manuals where such a spring arm is involved, the fitting of these screws is described. Because of the design, the 2 brakes act as pins as well, and it means that the device remains safe (no possible lighthead fall because of that). Nevertheless, we recommend to repair the device as soon as possible. We believe that overall these devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th january, 2021 getinge became aware of an issue with one of surgical lights- volista access. Photographic evidence was showing missing screw on the spring arm. There was no injury reported however decided to report the issue in abundance of caution as any art falling off into sterile field or during procedure may lead to contamination.